Manufacturer narrative:
The field service engineer (fse) visited the site to verify that the customer was using the correct electrosurgical unit (esu), valley lab force fx, with the correct energy activation cable (blue valley lab cable). The fse confirmed that the equipment was compatible. Based on the information provided to the fse by the operating room surgical staff, this surgeon is the only surgeon who had experienced this issue. Furthermore, it was stated that the surgeon did not realize she was pressing the foot pedal, activating energy to the bipolar instrument. The case was converted to laparoscopic surgery to successfully complete the procedure. The fse explained to the customer the importance of calling isi's technical support in such instances. The fse also performed a complete system verification and electrical safety test during the preventive maintenance visit. Together with the hospital's biomed personnel, the engineer verified both bipolar and mono-polar functionality with the customer's instruments. The fse was unable to duplicate the customer reported failure. A review of the system logs showed no system malfunction occurring during the procedure on (B)(6) 2012. The fse tested the system setup and found it to be working to manufacturer's specifications with no defect or malfunction. On (B)(4) 2013, isi contacted initial reporter (B)(6). He indicated that he was not aware of any patient injuries related to these, incidents reported.

Event description:
It was initially reported that during a davinci si hysterectomy procedure, the bipolar energy device started to fire on its own. According to the information provided to the clinical sales representative, the customer later alleged that while they were setting up the da vinci robotic system for a procedure, the bipolar instrument started to fire on its own. There was no patient in the room and no one was operating the system at the time of the occurrence. The surgeon decided to convert the case to laparoscopic surgery to finish the planned surgery. She did not call in to isi technical support service for assistance. Based on additional information provided to the field service engineer, the surgeon claimed that the bipolar instrument had fired on its own in two separate cases. The surgeon did not report these incidents to intuitive surgical at the time of the occurrences.

Manufacturer narrative:
(B)(4)